Event description:
New information received stated that the event was resolved on (B)(6)2020.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during patient's one year follow up, the implantable cardiac monitor (icm) could not be interrogated and it was found to be battery depleted. The icm was inactivated and remained implanted.